Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be sent with the investigation results. The lot number was not provided; therefore, a review of the manufacturing records could not be completed.

Event description:
It was reported that an (B)(6) female patient experienced cardiac perforation during use of a pacing catheter. The patient, with a history of aortic valvular stenosis, was having a trans femoral-tavi procedure. Pacing catheter was inserted and threshold was confirmed. Before valve implantation, the pacing catheter ¿came-off the patient¿. The catheter was advanced to original placement by the anesthesiologist. One day later, cardiac tamponade occurred, reportedly caused by pacing catheter perforation. Pericardial drainage was performed. The clinician suspected that there was a catheter insertion problem. After an unknown time period, the catheter was unable to pace therefore the catheter was removed. Upon removal of the catheter, balloon rupture was observed. The customer commented that the patient condition ¿had already been restored¿.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe at gate valve was returned for evaluation. A non-edwards contamination shield was located between 13.5 cm and 66 cm from the catheter tip. Clotted blood was observed inside the catheter. Balloon was found to be ruptured at the central area of the balloon with flap and the ruptured edges appeared to have the same shape. No visible damage to the catheter body, windings, or returned syringe was found. Continuity testing was performed on both the distal and proximal circuits and there were no open, intermittent, or short conditions observed. It was able to insert the catheter into a 5 fr lab introflex introducer without issue. Visual examination was performed under microscope at 20x magnification and with the unaided eyes. Customer report of balloon issue was confirmed; however, insertion issue could not be confirmed during the evaluation. An investigation has been initiated to consider any potential manufacturing factors that may have contributed to this complaint and implement any necessary corrective actions. Swan-ganz pacing thermodilution (td) catheters serve as diagnostic and therapeutic tools in the management of critically ill patients. There are multiple failure modes that may require the exchange of a pacing catheter. Since proper functioning of the pacing catheter depends on the electrical continuity of its electrodes and internal wires, care should be exercised when handling the catheter. Stretching, kinking, or forceful wiping of the catheter may result in damage. After stable pacing has been confirmed, the proximal end of the catheter should be secured to the insertion site to prevent undue movement that could result in tip dislodgment and loss of capture, or catheter migration. Care should be taken not to kink the catheter body when securing it. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.